Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the coil was broken. The target lesion was located in the gastroduodenal artery. A 4mm x 8cm interlock detachable coil¿ was selected for use. During the procedure, two non-bsc coils and this 4x8 interlock detachable coil¿ was placed at the ostium of the artery, but the 4x8 coil was started coming out of the artery into the proper hepatic. A final cine shot with the dye was taken. Some of the coils were noted fractured inside the diagnostic catheter and there were coil fragments in the splenic artery and in the common hepatic artery. They attempted to snare the coil and pulled it into to the 5 french non bsc diagnostic catheter but it was unsuccessful. Although, pieces of the coil was gotten out of the splenic artery but some still in the proper and common hepatic artery. They attempted to use a non bsc snare and snared the fractured artery but it remained inside the common and the proper hepatic artery. Then, a stent was decided to place in the common and the proper hepatic artery to cage the devices against the arterial wall. Furthermore, the patient had clot in the proper and common hepatic artery so they had a drip catheter in and liaised the patient overnight. Additionally, the patient was taken back to the lab where there was still some clot and stented the distal and the proper hepatic with one more stent. Then, there was flow towards the liver. The patient tolerated the procedure well. No further complications were reported and the patient was fine.